Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in spain. As reported, it was a case of an implant of a 26mm sapien 3 ultra resilia, in the aortic position by right transfemoral approach. During the procedure, the balloon of the commander delivery system burst at the end of valve deployment. The valve was fully deployed; however, difficulty was encountered during withdrawal of the delivery system at the esheath+ tip. An iliac artery occlusion/dissection occurred, and the patient subsequently required surgery, during which a femoro-femoral bypass graft was performed. The final patient status was stable condition. The perceived root cause of the balloon burst was high calcium burden. As per pre-decontamination evaluation, it was noted that some balloon material was separated and missing. The esheath liner was circumferentially delaminated 12 cm from distal tip and the c-marker band was detached and missing. As per field clinical specialist confirmation, the missing balloon material and c-marker were discarded after being outside the patient. No device material embolized nor was left inside the patient.